Manufacturer narrative:
The ge service rep replaced the hi voltage cable assembly and interconnect cable, and tested the system. The system is ready to use.

Event description:
The system was reported that the system intermittently displayed a stator not on error. This is a workshop system and was not being used on live anatomy.